Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty printed circuit board could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer called olympus technical assistance center (tac) personnel to report his event. During the call, tac recommended a few trouble-shooting options to help resolve this image failure. Those were ultimately unsuccessful. Following that, tac informed the customer that the unit would have to be returned for further inspection and possible repair. The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A faulty printed circuit board was discovered and caused the reported no image failure mode. Additionally, the video connector latch was found worn-out and causing a poor connection with the pigtails. It was also noted that the unit¿s software was outdated and should have the newest version installed for optimal performance. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that he was unable to obtain an image on his olympus evis exera iii video system center during procedure preparation. According to the initial reporter, 2 separate monitors were tried but only color bars and patient information were displayed, no scope image. There was no patient harm reported as a result of this event.